Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to twiddler's syndrome. It was reported that the impedances had increased over time however, were not out of range. The patient underwent surgical intervention and was treated with intravenous antibiotics to resolve the issue. The rv lead was extracted and replaced with a subcutaneous system. No additional adverse patient effects were reported.